Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility nurse reported an ultrafiltration (uf) profile issue. The nurse stated that they needed more information on the functionality of this specific profile and how the machine should operate when its selected. The nurse stated that profile 4 was selected, the patient's blood pressure dropped when the uf rate spiked during profile ¿peak¿ mode. The nurse stated that they are not sure if there is an issue with the uf profile, but they think the operation is normal. The patient was able to complete treatment once the machine was reset. Additional information was requested, however to date not provided.